Event description:
An optometrist reported a pt with complaints of blurry vision at two month photorefractive keratectomy (prk) retreatment post-operative visit. This report references the left eye. An add'l report will be filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).